Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during use on event on (B)(6) 2024.infusion set has been used for 18 hours. Insertion area was cleaned, air-dried and free from hair. The blood glucose level was 395mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.